Event description:
The customer reported that while pipetting an hcv plate on summit the tech observed that two disposable tips were picked up by the summit. The customer could not remember if any error code was generated. No death or serious injury was associated with this incident.